Event description:
It was reported the solis cage broke during surgical procedure. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
Method: visual inspection; stress testing. Results: the material analysis evaluation suggests that the cage was impacted upon insertion. The instructions for use specify that the cage should not be impacted because impaction may lead to breakage of the cage and a field bulletin was also sent out to emphasize this point. The plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. Conclusion: the solis cervical cage size h 5 mm l 14 mm was confirmed to be fractured upon visual inspection. No new harm or hazard was identified as a result of this event.

Event description:
It was reported the solis cage broke during surgical procedure. No adverse consequences were reported and the procedure was completed successfully.